Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutr-29, serial/lot #: (B)(6), ubd: 2021-10-20, UDI#: (B)(4). Additional information was received that per the physician, the cause of the aortic dissection was due to the valve dislodging. It was reported that the patient has died an unknown time following the procedure. The cause of death was not received. It is unknown if an autopsy was performed. Updated data: a1 - patient identifier, d11 concomitant prod, h6 - patient and device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that during the first deployment attempt at 1/3 deployed, the valve dislodged above the annulus. Turbulent blood flow due to severe aortic stenosis was reported to have caused movement of the delivery catheter system (dcs) and the valve to bounce up and down as the valve was recaptured. Hypotension was noted and the valve was rapidly deployed in good position. Following deployment, aortogram revealed a type a ascending aortic dissection which extended over the aortic arch. The patient was then emergently sent to surgery. Following surgery, a stroke was reported. The patient did not recover and died sixteen days after valve implant. The cause of death was identified via imaging and in surgery, therefore an autopsy was not performed. Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Updated: b2, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was discarded by the customer, therefore no analysis on the dcs could be performed. Cine images were provided for the event. The device history record was reviewed and showed that this product met all manufacturing speci fications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that during the first deployment attempt at 1/3 deployed, the valve dislodged above the annulus. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Turbulent blood flow due to severe aortic stenosis was reported to have caused movement of the delivery catheter system (dcs) and the valve to bounce up and down as the valve was recaptured. Hypotension was noted and the valve was rapidly deployed in good position. Following deployment, aortogram revealed a type a ascending aortic dissection which extended over the aortic arch. The imaging provided confirms there is an aortic dissection present after the valve was implanted, confirming the reported event. Vascular related complications, such as hypotension and dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the cause of the aortic dissection was due to the valve dislodging. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. The patient was then emergently sent to surgery. Following surgery, a stroke was reported. The patient did not recover and died sixteen days after valve implant. The cause of death was identified via imaging and in surgery, therefore an autopsy was not performed. Updated data: h,6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, aortic root dissection occurred. Subsequently, emergency heart surgery was performed to repair the dissection. No additional adverse patient effects were reported.